Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of operative records. The device history records were reviewed and no discrepancies were identified. Operative records provided confirm that the patient underwent an ankle procedure to remove the intramedullary rod and locking screws due to painful hardware. The procedure was completed successfully with no complications. Based on the limited information provided, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant devices: - 2.2mm x 28 guide wire, catalog #: 8092-22-028, lot #: e2pag7. Endcap impinging, catalog #: 8007-00-000, lot #: dldbcf. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2014-00546).

Event description:
It is reported that the patient experienced pain and malunion, first noted approximately two months following removal of a migrated distal screw. Subsequently, patient underwent an ankle fusion nail revision due to pain and delayed union approximately 1.5 years post-implantation. All components were removed.